Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles: enlargement and addition of new pi: anterior chamber irrigation. In a separate surgery the lens was explanted and the problem resolved. Cause of the event was a patient related factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional information: h6: 4581-significant reduction of irido-corneal angles. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).